Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Event site postal code - (B)(6). Event site name - (B)(6) hospital. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon would not inflate. The hospital staff repeatedly attempted to open it with the inflation button, but an "iab catheter inspection required (flow restriction)" message occurred frequently. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
This event occurred on the japanese market with a transray 34cc iab, which is a significantly similar device to sensation 34cc sensation which is sold in the us. For d4: di number has been used for sensation 34cc or (01)10607567106755, which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA.